Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device showed impedance trend slowly rising since implant. The patient will be more closely monitored. The device remains in use. No patient complications have been reported as a result of this event.